Manufacturer narrative:
(B)(4). No unexpected no delivery alarm noted during testing. Insulin pump received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, insulin pump passed the dat test at 0.08720 inches. No possible over/under delivery anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had over-delivery issue. Customer blood glucose reading was 324 mg/dl. Troubleshooting was performed. The insulin did not exit. The infusion set was changed. The infusion set was not bent. Insulin pump will be returning for analysis.